Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and silicone migration.

Event description:
Patient reported "capsular contracture" baker grade unknown, "pain", "scar" and "silicone in my lymph nodes". This record is for the left side. Device was explanted.